Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device check in clinic, inappropriate ams episodes due to noise on right atrial lead was observed. Noise was reproducible with isometrics. Fluctuations in capture and impedance values was also noted. Patient was asymptomatic and will continue to be monitored.